Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the site that the patient reported to the ventricular assist device (vad) coordinator that there is a beep and then power switches to the other side even while the batteries have full charges. The patient was brought in and his controller was changed. It was stated that the patient was anxious. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However the supplier had open an internal investigation to evaluate loose connectors. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.